Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported failure to charge and shock. Physio did not observe the device power off while attempting to charge, however, physio did find that both main terminals (positive and negative) of the main battery were exposed and that the black (negative) wire was detached from the terminal. This could cause power related discrepancies while operating the device via dc power only. Physio-control then replaced the device's therapy pcb assembly and main battery. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure to charge and shock was two (2) electrically shorted diodes, designators cr21 and cr22. Physio-control also further examined the removed main battery and observed that the black (negative) wire was broken.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during testing, their device powered off by itself while charging (in order to shock). The device was on dc (battery) power only when the issue occurred. The device was then plugged into ac power and the internal battery was charged overnight. The next day when the biomedical engineer powered the device on, a service indicator was present and the device would not charge, in order to shock. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.